Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Crease folding of implant: no observed creases on the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported unknown side rupture. Professional later reported 'shape change and consistency change of the left breast with pain'. Device was explanted and replaced with a non allergan product.